Event description:
The customer reported foreign material protruding out from distal end during reprocessing involving an olympus ultrasound gastrovideoscope. There was no patient involvement reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing thixotropic adhesive (ke45) at forceps cover, pink rubber cut and dented. A root cause could not be identified. Based on the results of the investigation, the most probable cause of reported malfunction could not determined. However, the most probable cause of additional malfunction missing thixotropic adhesive (ke45) at forceps cover and pink rubber cut and dented was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.